Event description:
This was a transvenous lead extraction case conducted in cath lab to remove 3 leads, one ra lead and two rv leads, because of infection. The rv lead ((mdt b)(4)) was prepped with lld-ez and extracted using 12fr slsii successfully. The ra lead (cordis (B)(4)) was prepped with lld-ez. The physician began lasing on the ra lead with a 12 fr. Slsii. During the procedure, the ra lead came down. Then the physician approached from femoral with an ablation catheter and a snare. The ra lead was successfully removed. Another rv lead (cordis (B)(4)) was approached from femoral. The rv lead was removed using a 16fr slsii and snare successfully. At that time, the patient's blood pressure dropped. Pericardiocentesis was performed and drained fluid was 200cc, but the blood pressure did not increase. Hence, the surgeon was immediately called, a thoracotomy was performed, and a tear at the inferior wall of right ventricle was repaired. Patient survived the intervention.